Manufacturer narrative:
(B)(4).

Event description:
It was reported that the t-2 anchor deployed but failed to secure in the meniscus. The procedure was completed with an alternative product following a delay of approximately 30 minutes. No patient impact was reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows no ts or sutures remain on the insertion needle or were returned for examination. Without the return of the suture/t construct, no root cause can be determined. Further investigation is not warranted at this time. (B)(4).